Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - anterior vaginal wall prolapse, (B)(4) - dyspareunia. (B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010 for a grade four cystocele. Initially, the patient did well although she had chronic inflammation in the right arm where the sling was attached. Since then, the patient has experienced another anterior vaginal wall prolapse, with pelvic pain, difficulty urinating at times because the urethra kinked off. When her bladder would get very full, she became incontinent. The patient experienced painful intercourse. The patient was told by the gynecologist that she would need to have it repaired again. No additional information was available.